Manufacturer narrative:
Additional information: h3 based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the procedure, the amplifier communication was active but ECG was not visible and the procedure was cancelled.

Event description:
This report includes updated device model information.

Manufacturer narrative:
**UDI related data quality updates only**

Event description:
FDA request to update device model information and corrected reportable aware date. Follow up report required.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one claris¿ amplifier was received for evaluation. Visual inspection revealed the front panel ports revealed a physically bent pin within the electrocardiogram (ECG) port. Additionally, the chassis and rear connector ports show wear consistent with use over time. Power was applied to the amplifier and the amplifier passed power-on-self-test (post). The amplifier went status ready and communicated with the test claris computer. The ECG was imported into the amplifier and identified that the bent pin was related to v6 as it read electrically open (non-functional), which duplicated the reported symptom. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to physical damage to pins within the ECG port.